Manufacturer narrative:
A photo was provided for analysis. No event history or error log was provided by the customer as no product was returned. Review of the photo confirmed the reported issue. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed check plunger sensor error and broken plunger head. No adverse patient effects were reported by the customer.